Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she started having sciatica pain on one side 3-4 weeks ago and her stimulation coverage had changed 4-6 weeks after implant. The patient stated that the stimulation move from her lower back to her upper back and she was not getting coverage where she needed it. The patient noted her leads were checked and it was verified that they had moved up. The patient met with a manufacturer representative to adjust stimulation but it did not reach the correct area and it caused her to not be able to walk so she stopped using that program. The patient was going to meet with the representative for more programming adjustments. The indication for use was non-malignant pain. Additional information received from the manufacturer representative reported that the left lead had moved up one contact and was programmed around. The patient was pleased with that programming but had required further reprogramming since then.